Event description:
While using the vasoview hemopro during endovein harvesting, the cautery attachment malfunctioned. It had been working appropriately up until that point. Staff tried changing out the power supply box and also the cautery cable, but neither solved the problem. Another vasoview hemopro was opened and utilized, and the cautery began working again.